Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The following field was updated: h4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the reported events were caused by the adhesion of fluid on the video connector receptacle. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the video processor exhibited poor contact and there was image distortion. There was no patient involvement.